Manufacturer narrative:
A field service engineer was dispatched to the facility to inspect the device. The system was tested and was found to be fully functional. The customer was informed of the evaluation results and was satisfied the system is functioning normally.

Event description:
A report received from a user facility stated the patient underwent a liposonix treatment on the left and right flank. Two days post treatment, the patient complained of a watery blister with a reddish inflamed square that appeared similar in size to the transducer head. The injury was located near the patient''s waist on the right flank. Although additional information has been requested, no further information has been received.